Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure, arterial access was obtained bilaterally, the valve was then opened and prepped due to the normal cadence of the procedure and no anticipated issues with access. The physician was then unable to perclose the artery due to soft tissue tract and tortuosity; a stiffer wire was attempted without success, and due to the inability to control bleeding. The decision was made to abort and bring the patient back another day for a cutdown access approach. The patient was implanted the following day via left femoral cutdown approach without issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).